Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was display went blank after receiving new battery cap. Customer was not calling after receiving new battery cap. The insert battery alarm did not displayed on the screen. Customer reported that the battery cap was normal. The display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.